Manufacturer narrative:
(B)(6). (B)(4). Visual analysis of the returned device found the sheath had overriden the distal stop and the green coating was pulled away from the distal exposing the core wire. There were kinks along the working length. Functional test was performed. The sheath failed to retract to open the coil. Based on the condition of the device and the reported information, it is likely that the customer had difficulty during testing and exerted excessive force resulting in the failure coil peeled. The directions for use (dfu) states "prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing". Therefore, the most probable root cause is failure to follow instructions, which indicates that the problems are traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a ureteroscopic lithotomy procedure performed on (B)(6) 2019. According to the complainant, during preparation, the device was unable to release (straighten) the coil. The procedure was completed with another stone cone coil. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the coil was peeled/sheared; therefore, this is now an MDR reportable event.